Manufacturer narrative:
Device evaluated by MFR: na.

Event description:
The initial reporter stated they received questionable results for 8 patient samples tested with the elecsys tsh assay ver. 2 on a cobas 6000 e 601 module serial number (B)(4). The questionable values did not compare to results measured with the abbott tsh method. The questionable results were reported outside of the laboratory to medical personnel. Refer to the attachment for all patient data.

Manufacturer narrative:
The differences in values relate to the differences in the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used. The investigation could not identify a product problem.